Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer broke. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
When the catheter was received at boston scientific's post market laboratory it was first visually inspected which saw that the luer was detached from the catheter. Examination showed it was likely that there was not enough adhesive used when connecting the two parts. The cause of the issue was determined to be due to manufacturing deficiency.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer broke. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.